Event description:
A drill bit from the leibinger upperface/midface 2.0 mini plating module broke while being used on the patient. The surgeon was able to retrieve the broken piece. The charge nurse was made aware and the broken drill bit was packaged and labeled.